Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or is unknown. The stapler instrument and reload(s) have been discarded. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: the sureform 45 stapler instrument (part #480445-4; lot #t90220211-0003) was used for 10 firing events and all events were successfully fired and completed. There is no error in the system logs related to the reported problem. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, the patient experienced excessive bleeding on the gastric pouch. As a result, the had to oversew and place sutures. The cause of the bleeding is unknown at this time.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgery, the patient experienced excessive bleeding on the gastric pouch. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the surgeon indicated that bleeding was observed where a sureform 45 reload was fired with a sureform 45 stapler instrument. It is unclear if the entire staple line was bleeding or just an area of the staple line. As a result, the surgeon had to place sutures, and the procedure was delayed by 15 minutes. It was also confirmed that the stapler instrument and reload(s) were disposed. No further clinical information was provided. Isi made multiple follow-up attempts to contact the surgeon in order to obtain additional information. However, no further details have been received as of the date of this report.